Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was not able to charge their ins. It was stated that it sounded like the ins was put in upside down or backwards, which is why it was not able to charge. The patient's hcp booked a revision for (B)(6) 2018. There were no symptoms reported. No further complications were reported or anticipated.